Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with motor vehicle accident. At some time post filter deployment, it was alleged that six filter struts perforated through the vena cava wall. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiry date: 09/2010),g2,g3. H11: b3,d1,d4, h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with motor vehicle accident. At some time post filter deployment, it was alleged that six filter struts perforated through the vena cava wall. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with motor vehicle accident. At some time post filter deployment, it was alleged that six filter struts perforated through the vena cava wall. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years and seven months of post deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that infra-renal inferior vena cava filter was noted. Around, three years and ten months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that infra-renal inferior vena cava filter was noted. Around, one year and ten months later, a computed tomography of abdomen and pelvis was performed for lower back pain. The study showed that inferior vena cava filter was noted. Around, two years later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. The filter was slightly tilted, 8 degrees lateral, not clinically significant. All six primary filter struts (legs) perforate the caval wall. The perforating medial legs impinge directly on adjacent aorta with the more anterior strut perforating the aortic wall and entering the aortic lumen. A four of six secondary struts also perforate the wall of the inferior vena cava. The perforating medial arm impinges on adjacent aorta and appears to penetrate into the aortic wall. Around, three years and four months later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 09/2010), g3, h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.